Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0059971. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-02-28. Medical device lot #: 0059985. Medical device expiration date: 2025-01-31. Device manufacture date: 2020-02-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd¿ slip-tip syringe in lot 0059971, and 2 syringes in lot 0059985 had defective stoppers that weren't correctly seated on their plungers. The following information was provided by the initial reporter: "during incoming inspection it was detected that 3 syringes have piston seal that is not correctly seated on the piston."

Manufacturer narrative:
H.6. Investigation: one photo of a 5ml slip-tip syringe (material 301028) was received and evaluated. The picture shows a portion of the stopper jammed between the barrel and the plunger rod tip. The observed condition is non-conforming per product specification. A device history record review was completed for provided batch number 0059971 and 0059985. A distorted stopper condition was found on the machine during visual inspection and product was requalified per applicable acceptable quality limit for batch 0059985. No rejected inspections or quality issues during the production of the batch 0059971 that could have contributed to the reported defect. Potential root cause for the distorted stopper defect is associated with the assembly process. This condition can occur when the stopper and plunger rod assembly is placed into the barrel and the timing of the two is slightly off due to dial alignment.

Event description:
It was reported that 1 bd¿ slip-tip syringe in lot 0059971, and 2 syringes in lot 0059985 had defective stoppers that weren't correctly seated on their plungers. The following information was provided by the initial reporter: "during incoming inspection it was detected that 3 syringes have piston seal that is not correctly seated on the piston.".